Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified, left common femoral artery extending to the superficial femoral artery. Pre-dilation was performed with a non bsc balloon catheter. The 7.0x40x75cm express vascular ld premounted stent system was advanced into the patient; however, it was unable to cross the lesion. Upon removal of the device, it was noted a stent strut had lifted. The procedure was completed with balloon angioplasty. There were no patient complications reported and the patient's condition was reported as `good'. This product is only ous approved but it is similar to an approved us device.